Event description:
The customer reported via phone call that she had a button error alarm. Customer's blood glucose was 101 mg/dl. Customer stated that she was having issues with the keypad and the keys are not responding. Customer stated that there was some sweat on the front of the screen but she wiped it off. Customer stated that there is no moisture inside the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm and had an intermittent buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.